Event description:
A male with a pre-operative diagnosis of a funnel-shaped proximal neck, underwent aaa repair in 2008. The procedure went as labeled. Confirmatory angiography revealed a proximal type I endoleak. The proximal neck of the main body was balloon dilated, which materially reduced the leak. The physician elected to observe the leak.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. No product was returned to assist in this investigation. An internal clinical evaluation indicated that the event was caused by patient anatomy.